Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("persistent abdominal pain/chronic and severe pain") in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis in 2000, multi gravida, premature baby 26 to 32 weeks, miscarriage in september 2011 and parity 2 (date of births: 18dec2010 and 11nov2012). Previously administered products included for birth control: depo provera on 13-nov-2012. On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced depression ("severe depression"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful periods"), fatigue ("extreme exhaustion") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen (constant stabbing pain)"), abdominal distension ("swelling in stomach/ swelling in abdominal area"), treatment noncompliance ("patient denies using birth control or contraception at any time following essure placement"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/allergic to nickel or any other component of essure") with pruritus and rash, menorrhagia ("heavy periods"), anxiety ("mental anguish"), discomfort ("feeling like my insides were itching") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with antidepressants and surgery (underwent hysterectomy to remove essure). Essure was removed on 10-mar-2014. On 10-mar-2014, the abdominal pain was resolving. At the time of the report, the abdominal pain lower, depression, abdominal distension, dysgeusia, dysmenorrhoea, fatigue, mood swings and menorrhagia had resolved and the treatment noncompliance, allergy to metals, anxiety, discomfort and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, discomfort, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, mental disorder, mood swings and treatment noncompliance to be related to essure. The reporter commented: she took over the counter pain medication for lower abdominal pain. She could not wear jewelry that had nickel because she break out. Never diagnosed with nickel allergy. Approximate weight at the time of essure placement: 220 lb. Plaintiff denies retaining essure or any portion of it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on 23-jul-2013: essure confirmation done quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('persistent abdominal pain/chronic and severe pain') in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient denies using birth control or contraception at any time following essure placement". The patient's medical history included miscarriage in (B)(6) 2011, endometriosis in 2000, multi gravida, premature baby 26 to 32 weeks and parity 2 (date of births: (B)(6) 2010 and (B)(6) 2012). Gastrointestinal: on plane; no abdominal hernias; no masses: no organomegaly: previously administered products included for birth control: depo provera. Concomitant products included sertraline hydrochloride (zoloft) from 2013 to 2014 for depression. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced depression ("severe depression"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful periods"), fatigue ("extreme exhaustion") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen (constant stabbing pain)"), abdominal distension ("swelling in stomach/ swelling in abdominal area"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/allergic to nickel or any other component of essure") with pruritus and rash, menorrhagia ("heavy periods"), anxiety ("mental anguish"), discomfort ("feeling like my insides were itching"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), flatulence ("gas pain") and plantar fasciitis ("plantar fascitis "). The patient was treated with antidepressants and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain was resolving. At the time of the report, the abdominal pain lower, depression, abdominal distension, dysgeusia, dysmenorrhoea, fatigue, mood swings and menorrhagia had resolved and the allergy to metals, anxiety, discomfort, mental disorder and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, discomfort, dysgeusia, dysmenorrhoea, fatigue, flatulence, menorrhagia, mental disorder, mood swings and plantar fasciitis to be related to essure. The reporter commented: she took over the counter pain medication for lower abdominal pain. She could not wear jewelry that had nickel because she break out. Never diagnosed with nickel allergy. Approximate weight at the time of essure placement: 220 lb. Plaintiff denies retaining essure or any portion of it. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure confirmation done. Concerning the injuries reported in this case, the following one was reported via social media: fascitis plantar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event plantar fasciitis was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('persistent abdominal pain/chronic and severe pain') in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient denies using birth control or contraception at any time following essure placement". The patient's medical history included miscarriage in (B)(6) 2011, endometriosis in 2000, multi gravida, premature baby 26 to 32 weeks and parity 2 (date of births: (B)(6) 2010 and (B)(6) 2012. Gastrointestinal: on plane; no abdominal hernias; no masses: no organomegaly: previously administered products included for birth control: depo provera. Concomitant products included sertraline hydrochloride (zoloft) from 2013 to 2014 for depression. On (B)(6) 2012, the patient had essure inserted. In (B)(6) y 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced depression ("severe depression"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful periods"), fatigue ("extreme exhaustion") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen constant stabbing pain"), abdominal distension ("swelling in stomach/ swelling in abdominal area"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/allergic to nickel or any other component of essure") with pruritus and rash, menorrhagia ("heavy periods"), anxiety ("mental anguish"), discomfort ("feeling like my insides were itching"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and flatulence ("gas pain"). The patient was treated with antidepressants and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on 10-mar-2014. On 10-mar-2014, the abdominal pain was resolving. At the time of the report, the abdominal pain lower, depression, abdominal distension, dysgeusia, dysmenorrhoea, fatigue, mood swings and menorrhagia had resolved and the allergy to metals, anxiety, discomfort, mental disorder and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, discomfort, dysgeusia, dysmenorrhoea, fatigue, flatulence, menorrhagia, mental disorder and mood swings to be related to essure. The reporter commented: she took over the counter pain medication for lower abdominal pain. She could not wear jewelry that had nickel because she break out. Never diagnosed with nickel allergy. Approximate weight at the time of essure placement: 220 lb. Plaintiff denies retaining essure or any portion of it. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure confirmation done. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- gas pain, reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('persistent abdominal pain/chronic and severe pain') in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient denies using birth control or contraception at any time following essure placement". The patient's medical history included miscarriage in (B)(6) 2011, endometriosis in 2000, multi gravida, premature baby 26 to 32 weeks and parity 2 (date of births: (B)(6) 2010 and (B)(6) 2012). Gastrointestinal: on plane; no abdominal hernias; no masses: no organomegaly:. Previously administered products included for birth control: depo provera. Concomitant products included sertraline hydrochloride (zoloft) from 2013 to 2014 for depression. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced depression ("severe depression"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful periods"), fatigue ("extreme exhaustion") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen (constant stabbing pain)"), abdominal distension ("swelling in stomach/ swelling in abdominal area"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/allergic to nickel or any other component of essure") with pruritus and rash, menorrhagia ("heavy periods"), anxiety ("mental anguish"), discomfort ("feeling like my insides were itching"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), flatulence ("gas pain"), plantar fasciitis ("plantar fascitis ") and endometriosis ("endometriosis"). The patient was treated with antidepressants and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain was resolving. At the time of the report, the abdominal pain lower, depression, abdominal distension, dysgeusia, dysmenorrhoea, fatigue, mood swings and menorrhagia had resolved and the allergy to metals, anxiety, discomfort, mental disorder, flatulence and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, discomfort, dysgeusia, dysmenorrhoea, endometriosis, fatigue, flatulence, menorrhagia, mental disorder, mood swings and plantar fasciitis to be related to essure. The reporter commented: she took over the counter pain medication for lower abdominal pain. She could not wear jewelry that had nickel because she break out. Never diagnosed with nickel allergy. Approximate weight at the time of essure placement: 220 lb. Plaintiff denies retaining essure or any portion of it. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure confirmation done. Concerning the injuries reported in this case, the following one was reported via social media: fascitis plantar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('persistent abdominal pain/chronic and severe pain') in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient denies using birth control or contraception at any time following essure placement". The patient's medical history included miscarriage in (B)(6) 2011, endometriosis in 2000, multi gravida, premature baby 26 to 32 weeks and parity 2 (date of births: (B)(6) 2010 and (B)(6) 2012). Gastrointestinal: on plane; no abdominal hernias; no masses: no organomegaly:. Previously administered products included for birth control: depo provera. Concomitant products included sertraline hydrochloride (zoloft) from 2013 to 2014 for depression. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced depression ("severe depression"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful periods"), fatigue ("extreme exhaustion") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen (constant stabbing pain)"), abdominal distension ("swelling in stomach/ swelling in abdominal area"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/allergic to nickel or any other component of essure") with pruritus and rash, menorrhagia ("heavy periods"), anxiety ("mental anguish"), discomfort ("feeling like my insides were itching"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), flatulence ("gas pain"), plantar fasciitis ("plantar fascitis ") and endometriosis ("endometriosis"). The patient was treated with antidepressants and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain was resolving. At the time of the report, the abdominal pain lower, depression, abdominal distension, dysgeusia, dysmenorrhoea, fatigue, mood swings and menorrhagia had resolved and the allergy to metals, anxiety, discomfort, mental disorder, flatulence and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, discomfort, dysgeusia, dysmenorrhoea, endometriosis, fatigue, flatulence, menorrhagia, mental disorder, mood swings and plantar fasciitis to be related to essure. The reporter commented: she took over the counter pain medication for lower abdominal pain. She could not wear jewelry that had nickel because she break out. Never diagnosed with nickel allergy. Approximate weight at the time of essure placement: 220 lb. Plaintiff denies retaining essure or any portion of it. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure confirmation done. Concerning the injuries reported in this case, the following one was reported via social media: fascitis plantar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : event endometriosis was added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("persistent abdominal pain/chronic and severe pain") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis in 2000, multi gravida, premature delivery, miscarriage in (B)(6) and parity 2 (date of births: (B)(6)). Previously administered products included for birth control: depo provera on (B)(6). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced depression ("severe depression"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful periods"), fatigue ("extreme exhaustion") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen (constant stabbing pain)"), abdominal distension ("swelling in stomach/ swelling in abdominal area"), treatment noncompliance ("patient denies using birth control or contraception at any time following essure placement"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/allergic to nickel or any other component of essure") with pruritus and rash, menorrhagia ("heavy periods"), anxiety ("mental anguish"), feeling abnormal ("feeling like my insides were itching") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with antidepressants and surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain was resolving. At the time of the report, the abdominal pain lower, depression, abdominal distension, dysgeusia, dysmenorrhoea, fatigue, mood swings and menorrhagia had resolved and the treatment noncompliance, allergy to metals, anxiety, feeling abnormal and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, mental disorder, mood swings and treatment noncompliance to be related to essure. The reporter commented: she took over the counter pain medication for lower abdominal pain. She could not wear jewelry that had nickel because she break out. Never diagnosed with nickel allergy. Approximate weight at the time of essure placement: (B)(6) lb. Plaintiff denies retaining essure or any portion of it . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation done. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.